Event description:
Customer stated every time he uses an iv3000 dressing with his infusion set and the dressing gets wet in the shower or bath it falls off along with his infusion set. Customer cleans area with alcohol and allows to dry completely. Then he places an iv3000 over the area, applies the infusion set over the iv3000 and attaches the cannula to the infusion set. Outcomes attributed to adverse event: dressing and infusion set dislodged.

Manufacturer narrative:
For lot 0507, the monitoring samples were reviewed and found within specifications for adhesion to steel and adhesive mass weight testing. The returned dressings were received on 8/27/2007, and a manufacturer's investigation has been requested. Additional investigation info will be provided in a supplement report.